Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed evidence of short battery life. During testing, the battery compartment was observed to be cracked. The battery cap was found to have damaged threads. The pump failed to maintain an electrical connection with the returned battery cap due to the cap detaching from the pump. The electric current draws measured within specifications. The pump was opened and no moisture or loose components were observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.